Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2024. The leakage was at the quick release. The infusion set was in use for four days. The blood glucose level was high. The patient reported that the quick release part was kind of separate. No further information available.